Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Based on the results of the investigation, it is likely that the following led to the malfunction: found that the image was not displayed due to cable failure. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received noting that the customer reported that the camera head had a weird line down the middle and had a 2d look. It was stated that once they cleaned the camera head with a prep pad, it worked fine. The reported issue occurred during preparation for use and another similar device was used. It is unknown what type of procedure was performed and there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, and no image displayed on the monitor due to a faulty cable. Additional evaluation findings were as follows: a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had broken, no image during preparation for use for a diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.